Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer reported that display screen screen had condensation under it. Customer's blood glucose was unknown. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap was loose. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display and a watchdog alarm tone due to moisture damage on the electronic stack. Moisture damage was found on the motor. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. Unable to verify the motor position encoder error or motor error alarms due to the blank display. Unable to confirm the alarm in the alarm history screen due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.